Manufacturer narrative:
The patient was originally admitted into the intensive care (ic) department with acute renal failure from hypotension and cardiogenic shock. According to her, the pt regained renal function and was taken off the machine and transferred to a telemetry unit. She stated that the pt did not suffer any injury nor was any medical intervention required as a result of this incident. Facility's intensive care nurse was unable to provide treatment sheets, as the pt is no longer in the intensive care department. The events history screen was not available, as it had been erased when facility's intensive care nurse turned the machine back on and pressed "new patient." A gambro technical services (gts) field rep was assigned this case but facility's intensive care nurse declined his services stating that she would contact her hosp's biomedical dept if the prisma machine needed servicing in the future. According to facility's intensive care nurse, the machine is currently being used on pts without complications.